Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; the cause was not known. The customer's continuous glucose monitor read "high," however, specific blood glucose value was not provided. A correction bolus via the pump was delivered to address blood glucose. Reportedly, the customer continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.